Event description:
Customer was in the hospital after having a stent put in during a cardiac catheterization. She was not on the pump while in the hospital. Customer was released from the hospital and was told she could start back on her pump, but she was not given instructions regarding how when or how to start back on the pump and had an incident of hypoglycemia requiring professional medical treatment. Customer had symptoms of hypoglycemia, told her husband to call the paramedics. Customer had a reading of 23 mg/dl on the paramedics meter. Paramedics gave customer IV. Customer advised the low blood incident was due to not having any specific instructions regarding starting back on the pump. No allegation made against the pump.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not returned.